Manufacturer narrative:
The associated r3 3 hole acetabular shell and reflection spherical head cancellous screw were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided for the liner. Thus a review of the manufacturing records and complaint history was conducted. The review of for the manufacturing records for the liner did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the part revealed no prior complaints for the listed failure mode with the same batch number. Our clinical evaluation noted that no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the return of the actual product involved, our investigation of this report is inconclusive and the exact cause of the reported failure was not able to be determined. We consider this investigation closed. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported that after a total hip case, the screw passed by the acetabular cup.